Event description:
It was reported that the ilet touchscreen became unresponsive after swimming. In response, a new ilet will be shipped to the customer, and they will revert to mdi in the meantime. The customer's blood glucose was not affected. There were not any other adverse outcomes.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.